Event description:
A technician was performing preventive maintenance on a scope washer, and discovered that the ultrasound module was not functioning. This malfunction reduced the efficiency of the scope washer without informing the users of the problem. The scope washer had been in use for almost 3 weeks since the operation of the ultrasound module had been confirmed by a repair technician.======================manufacturer response for scope washer, (brand not provided) (per site reporter).======================the manufacturer has indicated verbally that the protocol of the department to pre-clean the scopes reduced the impact of this failure.